Event description:
It was reported the left ventricular lead exhibited a wide qrs complex. The left ventricular lead was capped and replaced on (B)(6) 2022. The patient status was unknown. No further information was reported on this event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted the patient initially presented remotely via merlin.net. The suspected cause of the widened qrs was dislodgement of the left ventricular lead. The patient was in stable condition before, during, and after the surgery.